Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse noted the patient had been cooling for 3 hours and had not yet reached target in an arctic sun device. Further, the pads feel warm to the touch. Patient temperature (pt) was 36.6c (probe already changed, axillary correlating), targeted temperature (tt) was 33.5c, water temperature (wt) was 32.5c, flow rate (fr) was 1.2lpm. Had them send a screenshot and the therapy had been stopped several times. Suggested making no changes for now and letting the device work. Called back one hour later and patient was 33.1c. Nicu nurse calling for a second time on the same patient as previously. They were getting alert 113 (reduced wt control), alert 50 (pt temp erratic) and alarm 14 (probe out of range). They deny disconnecting the probe since they changed it out before the first call, flow rate (fr) was 0.7lpm then jumped to 1.2lpm after situating tubing. Explained the 113 alert could likely be related to the flow rate (fr). Explained the 50/14 both indicate issues with the probe or cable. Probe brand new. Had them flex cable and patient temperature dropped to 24c on the monitor. They believe there to be a short in the cable and recommended to swap it out with another cable. No other devices available. They will contact biomed and their charge to see if they have any cables on hand. Patient temperature (pt) was 35.3c and when they had just spoken 45 minutes earlier and patient temperature (pt) was reading 33.1c. Cautioned the algorithm was based on the patient temperature (pt), targeted temperature (tt) and rate (if applicable) so if the device was not reading accurate patient temperature it may not be safely delivering therapy.

Event description:
It was reported that the nicu nurse noted the patient had been cooling for 3 hours and had not yet reached target in an arctic sun device. Further, the pads feel warm to the touch. Patient temperature (pt) was 36.6c (probe already changed, axillary correlating), targeted temperature (tt) was 33.5c, water temperature (wt) was 32.5c, flow rate (fr) was 1.2lpm. Had them send a screenshot and the therapy had been stopped several times. Suggested making no changes for now and letting the device work. Called back one hour later and patient was 33.1c. Nicu nurse calling for a second time on the same patient as previously. They were getting alert 113 (reduced wt control), alert 50 (pt temp erratic) and alarm 14 (probe out of range). They deny disconnecting the probe since they changed it out before the first call, flow rate (fr) was 0.7lpm then jumped to 1.2lpm after situating tubing. Explained the 113 alert could likely be related to the flow rate (fr). Explained the 50/14 both indicate issues with the probe or cable. Probe brand new. Had them flex cable and patient temperature dropped to 24c on the monitor. They believe there to be a short in the cable and recommended to swap it out with another cable. No other devices available. They will contact biomed and their charge to see if they have any cables on hand. Patient temperature (pt) was 35.3c and when they had just spoken 45 minutes earlier and patient temperature (pt) was reading 33.1c. Cautioned the algorithm was based on the patient temperature (pt), targeted temperature (tt) and rate (if applicable) so if the device was not reading accurate patient temperature it may not be safely delivering therapy.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. The pads feel warm to the touch. Patient temperature (pt) was 36.6c (probe already changed, axillary correlating), targeted temperature (tt) was 33.5c, water temperature (wt) was 32.5c, flow rate (fr) was 1.2lpm. Had them send a screenshot and the therapy had been stopped several times. Suggested making no changes for now and letting the device work. Called back one hour later and patient was 33.1c. Nicu nurse calling for a second time on the same patient as previously. They were getting alert 113 (reduced wt control), alert 50 (pt temp erratic) and alarm 14 (probe out of range). They deny disconnecting the probe since they changed it out before the first call, flow rate (fr) was 0.7lpm then jumped to 1.2lpm after situating tubing. Explained the 113 alert could likely be related to the flow rate (fr). Explained the 50/14 both indicate issues with the probe or cable. Probe brand new. Had them flex cable and patient temperature dropped to 24c on the monitor. They believe there to be a short in the cable and recommended to swap it out with another cable. No other devices available. They will contact biomed and their charge to see if they have any cables on hand. Patient temperature (pt) was 35.3c and when they had just spoken 45 minutes earlier and patient temperature (pt) was reading 33.1c. Cautioned the algorithm was based on the patient temperature (pt), targeted temperature (tt) and rate (if applicable) so if the device was not reading accurate patient temperature it may not be safely delivering therapy. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.